Manufacturer narrative:
Additional information provided in sections a.1., b.5., d.10, and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Based on additional information received, the reported event "preloaded device did not deliver the lens" was further detailed: the device did not deploy the lens as the haptic was twisted. There was no patient contact.

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation procedure, when the iol was being inserted, the preloaded device did not deliver the lens. Patient contact occurred. The procedure was completed on same day. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).